Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
On april 6, 2021, a merit employee conducted a cer literature search for the scout product family. The study (see citation below) reports adverse events related to the savi scout radar. One event alleges that a patient developed a medical complication (apnea, pacemaker, uti) after placement of a scout reflector. The study does not specify which complication was developed. Study: srour, marissa k., sungjin kim, farin amersi, armando e. Giuliano, and alice chung. "Comparison of wire localization, radioactive seed, and savi scout® radar for management of surgical breast disease." The breast journal 26, no. 3 (2020): 406-413.